Event description:
It was reported that while the anesthesia workstation was connected to the patient it stopped giving breath. Alarms for high airway pressure was generated. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital. The expiratory channel pc board was replaced and returned for technical investigation, the device logs were saved and the anesthesia system was cleared for clinical use. The received logs confirm the high airway pressure alarms and also other clinical alarms showing that there were issues with ventilating the patient during automatic ventilation. Our investigation of the returned expiratory channel pc board did not reveal any damages or deviations and the reported issues could not be reproduced during extensive testing in our laboratory environment. We have not been able to establish the true cause of the experienced event.

Event description:
Manufacturer's ref#: (B)(4).